Manufacturer narrative:
This report is from (B)(6). This complaint has not been confirmed. The device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible choking hazard.

Event description:
Been a customer for a couple years and was sent replacement when something was wrong. Current product is one month old and is falling apart. Requesting replacement.